Manufacturer narrative:
Additional information: manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue.

Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part was not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than 10 minutes. It was reported that the site has a blue passive spine frame clamped on the t9 and a percutaneous pin on the right posterior superior iliac spine (psis). Three spins wer taken. One on the frame clamped at t9 for levels t9 to l2 and the last two with the frame on the psis for levels l3 to s1. Th levels were shortened per frame to ensure consistent accuracy. Right before confirming accuracy, the anesthesia provider went under the drape to check the airway and hit the clamped frame on t9. The navigation was off on confirmation. Navigation was cancelled on t9 to l3 and proceeded to use the 2nd spin since the surgeon didn¿t want to do a re-spin at the time. The second spin included l1 to l4. Navigation accuracy was confirmed by touching the spinous process with a passive planar probe and proceeded to place screws with one screw being lateral which was seen on the navigation and that was corrected later. Screws were placed only after a navigation accuracy confirmation was performed. The third spin still using the frame on the psis with levels l5 to s1, the surgeon was able to place 4 more screws and an elevate cage accurately. While placing screws, the surgeon verified accuracy by touching the spinous process and known anatomical landmarks. There was an inaccuracy issue right before placement of l5 right screw that was caused by a bovie cord laying on the passive spine frame. The cord was removed and the system was accurate again. Right before finishing the rest of the l5 screws, final spins were taken for l1 to s1 and moved up again to re spin t9 to t12 to finish placing screws that were cancelled due to an earlier inaccuracy problem from a frame that was bumped by anesthesia. Confirmed by touching the spinous process on t12 and proceeded to driving the tap with the power ease. The power ease cord was blocking the navigation, so the manufacturer representative told the tech to remove the cord out of the way and in the process he hit the frame. The surgeon was told that it hit the frame but proceeded to drive the tap in and placed a screw and only checked after the screw was placed. The navigation was off, and xrays were taken confirming the misplaced screw on t12. He put a screw into the t 12 pedicle using navigation. However once the surgeon noticed the navigation was off he went to test the screw head with navigation and it showed him being 5 mm caudal of the actual screw head. But when he touched off on spinous process it showed him being about a centimeter to the right. When the screw placement was checked with the imaging device, it was neither a 5mm south, or 1 cm to the right. It was about 1 cm below the target pedicle. The screw ended up inferior to the targeted pedicle and not medial. The screw was removed and a correct placement was achieved using a c arm. Navigation was aborted, the rest of the screws from t12 to l9 were placed using a c arm.